Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in germany, during the placement of the 26mm sapien 3 ultra valve via transfemoral approach, the team was unable to navigate and appropriately position the catheter due to a kink in the thoracic aorta. The case could not get completed so the procedure was aborted. During the withdraw of the commander with valve, the valve could not be pulled back into the esheath and was stuck in the right femoral artery. The system was retrieved as a single unit; however a cut down was required. The patient was noted to be in good conditions in the ICU. Future plans were underway to implant a new sapien 3 ultra valve via transapical access in a new operation. As per medical opinion, the root cause is presumably kinking.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5 and h6: device code. The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-00119.

Event description:
As reported by our affiliates in germany, during the placement of the 26mm sapien 3 ultra valve via transfemoral approach, the team was unable to navigate and appropriately position the catheter due to a kink in the thoracic aorta. The procedure was aborted and it was tried to pull out the commander. The valve could not be pulled back into the esheath and stuck in the right femoral. The system was retrieved like a single unit, however a cut down was needed because it was not possible to retract the valve back into the esheath. The patient was noted to be in a good condition in the ICU. The patient was then discharged home. It was planned to implant a sapien 3 ultra transapical access at a future date. As per medical opinion, the root cause is presumably kinking.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed . The returned device was visually examined, and the following was observed: no visual abnormalities observed on the commander delivery system. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls , and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint of valve alignment difficulty was confirmed based on evaluation of returned device. Available information suggests patient factors (tortuosity) likely contributed to the event as per information received, per medical opinion, vascular tortuosity was the root cause of the event. If valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. The complaint of withdraw difficulty was confirmed based on description of info used to confirm. Available information suggests patient factors (tortuosity) and/or procedural factors (withdrawal of crimped valve) likely contributed to the event. It is possible that non-coaxial alignment may have resulted in the crimped thv interacting with patient vasculature or the sheath, causing the withdrawal difficulty. Additionally, it is possible that the distal end of the delivery system along with the crimped valve and bent struts created a non-coaxial withdrawal configuration that could have caused catching at the distal tip of the sheath and therefore led to the withdrawal difficulty reported. Tortuous patient anatomy can also contribute to non-coaxial withdrawal of the delivery system. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-00529.